Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump continued to emit occlusion alarms despite changing the cartridge and infusion set multiple times. Changing the battery and the battery cap reportedly did not resolve the issue either. There was reportedly no damage to the pump casing. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple occlusion alarms due to high force. Ez-prime steps were successfully performed with no issues. The pump was exercised for 24 hours with no occlusion alarms occurring. The complaint could not be duplicated on investigation.